Event description:
Torres ruiz, I., ooi, x. Y., harry, l., koksoy, c., pallister, z. S., gilani, r., mills, j. L., bailey, c. J., chung, j. (2024). Multilevel thrombotic or embolic burden and its role in sex-related outcomes in acute limb ischemia. Journal of vascular surgery, 80(6), 1796¿1803. Https://doi.org/10.1016/j.jvs.2024.06.007 medtronic review of the literature article found a two-center retrospective review over 9 years of 170 patients treated for acute limb ischemia (ali). The purpose of the study was to quantify the effect of sex upon amputation-free survival (afs) after a percutaneous-first approach for ali. It was noted that in some cdt cases, cragg-mcnamara catheters were used for thrombolytic infusion. 92 patients received catheter-directed thrombolysis (cdt) alone, and 35 patients were treated with a combination of cdt and aspiration thrombectomy. For patients who experienced complications, it was not specified which type of treatment(s) the patient received. The article reports some complications related to the procedures but does not specifically mention device malfunctions or catheter-related complications. The complications observed included: 13 bleeding episodes (8%) 4 cases of atrial fibrillation (2%) 3 re-thrombosis/clot extension events (1.7%) . The article specifies that 11 patients required a major amputation following treatment. Of these, 2 were above-the-knee amputations (akas), and 9 were below-the-knee amputations (bkas). Additionally, the study reported a 30-day mortality rate of 8%, which equates to 13 patients out of the 170 who participated in the study. Cause of death was not specified in the article. The article noted that females were more likely than males to have poor outcome or outcome of mortality. However, the females in the study group also had a higher average age, had more likely presented with atrial fibrillation, and more often had multi-level occlusions prior to treatment.

Manufacturer narrative:
A2. The reported patient age is the median age from all patients included in the study. A3a. Though the majority (51%) of patients in the study were male, it was noted that females were more likely than males to have poor outcome or outcome of mortality. Therefore, the reported sex is female. E1. The reported facility is the facility associated with the communicating author. A separate report will be submitted for patient deaths/outcome of mortality reported in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.